Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, cracks on the connector and cable insulation damage/kinked/shorted were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the camera head is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the loss of image was unable to be duplicated. The root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporting noting that the unknown procedure was completed using similar equipment. There was no harm or user injury reported due to the event.